Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, serial# (B)(4), product type: catheter.

Event description:
The pump and catheter were explanted on (B)(6) 2016.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
(B)(4): information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was having the pump and catheter explanted on (B)(6) 2016. The reason for the explant was ineffective therapy and patient non-compliance. Environmental, external, or patient factors that may have led to the issue were unknown. It was unknown what diagnostics, troubleshooting, interventions, or actions were performed. The issue was not resolved. The event date was unknown. The patient was noted to be "alive - no injury".

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8598a, serial# (B)(4), product type: catheter. Product ID: 8578, serial# (B)(4), explanted: (B)(6) 2016, product type: catheter. Pump(8637-20, serial# (B)(4) ): analysis of the pump found no anomalies. Catheter(8709, serial# (B)(4)): analysis identified a break in the catheter approximately 2.5 cm from its distal pin connector. Catheter (8598a,serial# (B)(4)): analysis identified a hole at the pin connector on the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.